Manufacturer narrative:
Part # 314.115, synthes lot # ft00276, supplier lot # ft00276, release to warehouse date: 13 dec 2016, supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent a forearm surgery when the small fragment t15 hand driver striped the screw heads. It has its own quick connect hand drive handle in a special tray, the quick connect t15 power adapter on that handle was used to finish the case without incident. The stardrive (tm) screwdriver t15 was also broken. The case continued without incident. It is unknown if there was a surgical delay. It is unknown if procedure was successfully completed. Patient status is unknown. This report is for one (1) stardrive(tm) screwdriver t15. This is report 1 of 1 for (B)(4).